Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was 190 mg/dl. The customer also stated that the self test and displacement test was failed. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error alarms were noted during testing. The motor was tested outside of the pump and passed. (B)(4).